Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator's lcd display was unreadable. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Physical damage to the lcd display was noted by the technician. The device's lcd display needs to be replaced to address the issue.